Event description:
It was reported by customer that powerglide catheter was inserted with ease into the patients vein. It was 33% catheter to vein ratio and felt no resistance. When she when to pull out the guidewire, it was stuck and would not move. When she tried again gently the catheter broke off at the hub. The pa clamped the line to keep it from migrating and they sent the patient to ir to remove the catheter under fluoroscopy. Patient received a central line. Patient had to have catheter removed under fluoroscopy and had to have a central line inserted.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of difficulty advancing the catheter is confirmed and was determined to be use related. One 22 ga powerglide pro was returned for evaluation. An initial visual observation revealed abundant use residues, and the catheter was returned broken with a portion of the guidewire broken off. A microscopic observation revealed the proximal segment of the guidewire to have a cone-shaped taper with a granular fracture surface. The distal segment of the returned guidewire appears to have been bent at an angle with a granular fracture surface as if it was pulled against the needle. The distal tip of the needle was observed to have flattening and deformation around the bevel. The proximal segment of the returned catheter segment appeared to have a chevron-shaped break with a granular fracture surface. The distal catheter segment break site appeared to have a similar chevron-shaped break with a granular fracture site. Because of the fracture features observed throughout the catheter, guidewire and needle tip, the complaint of difficulty advancing the guidewire is confirmed and was determined to be related to pulling the guidewire and catheter against the needle bevel. Such damage may occur if insertion is attempted against resistance, followed by retraction against the needle. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that powerglide catheter was inserted with ease into the patients vein. It was 33% catheter to vein ratio and felt no resistance. When she when to pull out the guidewire, it was stuck and would not move. When she tried again gently the catheter broke off at the hub. The pa clamped the line to keep it from migrating and they sent the patient to ir to remove the catheter under fluoroscopy. Patient received a central line. Patient had to have catheter removed under fluoroscopy and had to have a central line inserted.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.